Event description:
Noise was observed on the lead and the patient received one inappropriate shock. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.